Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
This event did not involve any patient and occurred during ventilator device testing by the biomed engineer. It was reported that the ventilator simultaneously had a non-critical thread (bdu) error and a backup/extend battery fault alarm. The biomed engineer power-cycled the ventilator, and the issue was resolved.